Event description:
A balloon and cuff were implanted on 1/8/97, pump implant date not provided. Revision surgery was performed on 4/8/97 to reposition pump. The entire device was removed from the pt on 6/18/97 due to infection. Ams has requested add'l info.